Manufacturer narrative:
It was reported that a 70-year-old male patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring pericardiocentesis, surgical intervention and prolonged hospitalization. The device evaluation was completed on 05-nov-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During the procedure, a perforation of the lvot (left ventricular) was discovered by st elevation and a drop in blood pressure. A pericardiocentesis was performed (about 2000 ml of fluid was removed) and the patient went to the operating room and is getting surgery done to close the hole. The patient had a complex medical history including a prior myocardial infarction. A stent was placed on (B)(6) 2021. The physician mentioned it was a cardiac aneurysm that further complicated the procedure. Additional information: the adverse event was discovered during the ablation phase of the procedure, specifically after delivering radio frequency energy with the biosense webster thermocool® smart touch® sf bi-directional navigation catheter ablation catheter. The physician stated they ¿felt a pop¿ from the ablation catheter. The patient also had a complex medical history and the physician mentioned it was a cardiac aneurysm that further complicated the procedure. Patient outcome of the adverse event was improved. As of (B)(6) 2021, the patient¿s status had improved. The puncture was closed in the operating room. Blood was still leaking out and need to drain more. The patient required further intervention in the operating room and as of (B)(6) 2021, the patient was still in the hospital and intubated. A transseptal puncture was performed. Needle details are unknown. Prior to noting the perforation, ablation was performed. The physician stated he ¿felt a pop¿ from the ablation catheter. The event occurred during ablation phase, after 13 minutes, 11 seconds of ablation. The flow settings were set to standard. No error messages were observed on biosense webster equipment. Force visualization features used: dashboard, vector & visitag with the visitag module parameters for stability: visitag settings were, 2 mm stability, 4 seconds time, 25% of the time above 3 g, tag size 3mm. Force vector was set from 5 g to 20 g and warning set above 30 g. No additional filters were used with visitag. Color options used prospectively: other ¿ impedance drop 5 ¿ 10 ohms.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-oct-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).